Manufacturer narrative:
Per tandem's user guide, "change your cartridge every 48-72 hours as recommended by your healthcare provider" the pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer added insulin to the cartridge and reloaded it to resolve the issue. Reportedly, the customer had been reusing cartridges and was using cold insulin in pump supplies. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer¿s blood glucose level ranged between 200-307mg/dl.